Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the box was thrown away when the issue was discovered. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a persistent atrial fibrillation, a faradrive sheath was selected for use. Upon insertion of the sheath into the patient, blood was aspirated upon removing the dilator. While inserting the farawave catheter into the sheath and attempting to aspirate, air was continuously drawn in, indicating a possible valve leak. Despite five attempts to aspirate with a 20cc syringe, air bubbles persisted in the aspiration syringe. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. A pressure bag was used for the irrigation of the device. No air was seen in the patient. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The sheath is expected to return for laboratory analysis.